Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date (B)(4). Investigation results: a fully constrained wallflex biliary rx rmv stent and delivery system was returned for analysis. Visual examination of the returned device found that the outer sheath was kinked at the guidewire access port. The inner shaft was found exiting the guidewire access sheath and was broken. Functional evaluation found the stent could be manually deployed. No issues noted with the stent and no other issues were noted with the device. Device analysis determined that the condition of the returned device confirms the reported event. The noted damages to the returned device were consistent with excessive force being applied during device usage and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used as palliative treatment for a 2 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, the catheter buckled and split at about 5 cm before the stent. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was detached.